Manufacturer narrative:
This report is being filed on an international product, architect ca 19-9xr, list 2k91-39, that has a similar product distributed in the us, architect ca19-9xr, list number 2k91-29/ 2k91-33. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a, patient information: no further patient information was provided.

Event description:
The customer reported a falsely elevated architect ca 19-9xr result for one patient. Sample ID (B)(4) generated a result of 454.2 u/ml on (B)(6) 2018. The customer indicated the result did not match other ca 19-9 results (method unknown) from the patient which ranged from 33.2 to 43. No specific patient information was provided. No impact to patient management was reported.

Manufacturer narrative:
Review of complaint activity did not identify any adverse or non-statistical trends for the architect ca 19-9xr assay. An increase in complaint activity was not identified for falsely elevated results with reagent lot 80019m800. Using world wide field data the historical performance of reagent lot 80019m800 was evaluated. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 80019m800 is within the established control limits. Therefore, no unusual reagent lot performance was identified for lot 80019m800. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. Additionally, labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no systemic issue or deficiency of the architect (B)(4) assay was identified.